Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the first probe used lost the transfer of the ultrasonic energy. Then the second probe fractured in half while in use. The physician used a grasper to remove the remaining stone and finished the procedure with no complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. Customer complaint confirmed. The probe is broken 23.3 cm from the distal tip. Handling has been identified as the root cause for probe breakage.